Manufacturer narrative:
Results: visual inspection of the returned lead revealed that the lead was fractured at the distal end of the anchor. The lead was also cut; however, the cut is consistent with explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MDR report #1627487-2011-07033.